Event description:
It was reported that on (B)(6) a 2d dimensions procedure was performed, and during the procedure the c-arm left switch bank was disabled, and the c-arm ran all the way to the top of the range by itself and got stuck. A field engineer examined the device and the left side of the c-arm switch panel buttons were sticking, when moving the c-arm up it doesn't release. The switch panels were replaced and the system met the manufacturer´s specifications. No injury to the patient or staff reported.